Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The electrogram had a noisy baseline initially, then a large wandering baseline technical services advised programming the sensing vector from primary to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.